Manufacturer narrative:
Investigation ¿ evaluation: the nforce nitinol helical stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of complaint history, the device history record, quality control data, and trends was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of the device history record identified four non-conformance issues were associated with the complaint device lot number. The non-conforming items were scrapped and the data documentation error was reworked. A review of complaint history for the device lot revealed this complaint is the only one associated with lot number 7166401. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information and the investigation evaluation the root cause of this event is undeterminable. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported the ureterorenolithotripsy procedure started normally, but the nforce nitinol helical stone extractor stopped working during patient contact/use. The basket could not open or close. This device was replaced and the procedure was completed successfully. No part of the device was left inside the patient¿s body. No additional procedures were required due to this occurrence. There we no adverse effects or consequences to the patient as a result of this device issue.